Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavier periods') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pain when moving"), uterine pain ("heavy feeling in uterine area"), dysmenorrhoea ("painful periods") and asthenia ("weakness"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the heavy menstrual bleeding, pelvic pain, uterine pain, dysmenorrhoea and asthenia had resolved with sequelae. The reporter considered asthenia, dysmenorrhoea, heavy menstrual bleeding, pelvic pain and uterine pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-jan-2022: quality safety evaluation of ptc. Event pt pain updated to pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavier periods') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pain ("pain when moving"), uterine pain ("heavy feeling in uterine area"), dysmenorrhoea ("painful periods") and asthenia ("weakness"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the heavy menstrual bleeding, pain, uterine pain and dysmenorrhoea had resolved with sequelae. The reporter considered asthenia, dysmenorrhoea, heavy menstrual bleeding, pain and uterine pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.